Event description:
It was reported that a physician had questions concerned end of life battery statuses. Initial attempts to clarify were unsuccessful. No issues behind this question were presented. Follow-up with the physician showed that the patient's parents had the impression that it did nothing more. This was clarified to mean that the patient experienced an increase in seizures. The patient's settings were okay and had not been adjusted for one year. The duty cycle was increased on (B)(6) 2013. If no improvement was seen in 2-3 weeks, the settings would be adjusted again. It was stated that there were no problems with the patient's generator. Attempts for additional information and clarification have been unsuccessful.